Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported a damage to the battery compartment and also a leak in the infusion set. The customer reported blood glucose value at the time of event was (B)(6). The customer also reported symptoms such as nausea and headache which was treated with insulin pen, emergency medical services and IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported event. The customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis of the product was performed. Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received with a cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and cracked reservoir tube lip. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed at 1.149v. The metal contact was missing from the battery cap. The pump history file lists data on (B)(6) 2026. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 11-jan-2026 due to no data available in the pump history file. Unable to perform the history review 1 week from the event date 11-jan-2026 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). Using a test battery cap, the pump passed the functional testing. Unable to confirm alleged high bgs. Damage- cracked case battery tube confirmed at the back of the pump. During visual inspection, the metal contact was missing from the battery cap. No moisture damage noted on the electronic assembly or on the motor. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.